Manufacturer narrative:
A medtronic representative went to the site to test the equipment. The system failed the instrument checkout. The thread was damaged, in addition the nut was damage due to many mallet hits. It was replaced, and the system was found to be fully functional. No parts have been returned to the manufacturer for evaluation.

Event description:
Medtronic received information regarding a navigation system. It was reported that intra/peri-operatively during the navigate task of a sacroiliac and thoracolumbar procedure, the direct lateral interbody fusion (dlif)/ transforaminal lumbar interbody fusion (tlif) inserter instrument was damaged and not holding the implant. There was a reported delay to the procedure of less than 1 hour due to this issue. There was no reported impact on patient outcome.

Manufacturer narrative:
The instrument was returned for analysis. Through visual examination it was confirmed that the instrument had physical damage. The handle assembly felt loose and had a wobble when handled. The head of the shaft assembly had several impact marks and was slightly bent to one side. If information is provided in the future, a supplemental report will be issued.